Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use the pump was alarming error code 41786. There was patient involvement and no patient harm.

Manufacturer narrative:
D1, d2a, d2b, d4 - primary UDI number, g4 - PMA/510(k) #: corrected. H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found with respect to the complaint. The event history log (ehl) was reviewed. The alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective coin cell battery. The defective printed wiring assembly (pwa) was replaced.